Event description:
Customer reports that she obtained results of 236mg/dl and 113mg/dl within 10 mins on the same device. No action was taken based on device results. No adverse event reported and no treatment rec'd. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.